Event description:
The pt's husband reported the pt's right side device was explanted in 2005 due to malfunction. In 2006, the pt's husband reported that the wound site behind the ear on one side had not healed and continued to bleed slightly. He reported that the physician was aware of this. In the same month, the pt's husband reported that the wire had eroded thru skin behind right ear for the 3rd time. The wire had eroded 2 times on the other side. The following month, the hcp suggested another revision due to recurring skin erosion behind ear. In 2007 the hcp reported that there was a possible infection, but no confirmed infection was present. The incision eventually opened enough to expose inline extension connecting to the distal electrode. A revision procedure was performed 2007(not specified). It was reported that the pt was recovering at the time. It was reported by the medtronic rep that the right side device was explanted in 2005 due to infection. Several attempts to re-implant were unsuccessful due to recurrent infection. The lead was left in, but the husband cut it, due to it sticking out rendering the right side not usable. The pt's status in 2008 was reported as pt looked the best as she has ever been. She is taking the right medications, conversing and had no tremors at the time. She is in a nursing home. A follow-up report will be sent if add'l info becomes available.